Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 due to painful patient and lack of mobility with humerus prosthesis. Surgeon replaced anatomic parts by reversed parts (humelock reversed centered glenosphere, humelock reversed ø24 glenoid baseplate).